Manufacturer narrative:
Hologic ts reviewed the logs and did not see anything wrong with the runs or the instrument. The one positive result in (B)(6) is nice and clean, looks like true amplification. Ts explained to the customer that either the sample was a low target sample that did not repeat, or it could have been possibly mishandled by the customer. Ts advised the customer to keep all touchpoints clean, change gloves often and follow good lab practices. No further issues were reported.

Event description:
Customer reported getting discrepant result for one sample on the panther fusion instrument (B)(4) using ldt-sars-cov-2 assay lot 300197. The sample initially tested positive then retest negative. Customer noted the sample was tested more than twice using specimen lysis tube, pipetted from vtm, vortexed, capped workflow. The customer resulted out the test as negative.